Manufacturer narrative:
During inspection visit, client's daughter was given a re-demo of proper lift use.

Event description:
Client's daughter called to request removal of stairlift. Conflicting information received regarding whether daughter and caregiver were trying to lift client into or out of chair with armrests raised. Daughter claims client hit her arm on the armrest which was sharp and tore her skin. Needed six stitches and glue.